Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The breakout box was replaced and the system functions as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: em intfce 9735825 s8 em instr intfce. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection. It was reported that the system was showing the breakout box as faulted. They swapped the em interface with another one and it worked normally. They tested the faulted em interface on a different system and it showed faulted on that one as well. This occurred before registration. There was no delay and no impact to the patient.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: em intfce 9735825 s8 em. A hardware analysis of em intfce 9735825 was initiated to determine the probable cause of the issue. Analysis found that there was a tool connection failure. Fdm, fdr and fdc codes applies to em intfce 9735825 s8 em. If information is provided in the future, a supplemental report will be issued.